Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Resistance reported could be related to hemostatic valve dislodgement. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified a hemostatic valve separation. It was initially reported by the customer that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was no visible physical damage to the sheath or dilator. The dilator was not broken. There was no occlusion when irrigating the sheath. From the outside, the sheath did not appear to be narrowed, partially blocked or completely blocked, the dilator just could not be fully inserted into the sheath because there was too much resistance. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was exchanged and the procedure was continued. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not an MDR reportable malfunction since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. On 6-jun-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6-jun-2022 and reassessed it as MDR reportable.